Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient alleged that four times his spirit combo pump has suddenly turned off without giving the low battery alert (w2) or the empty battery error (e2). No adverse event alleged. A request was made for the return of the device.